Manufacturer narrative:
Voluntary medwatch mw5119760.

Event description:
It was reported that the right ventricular lead exhibited over-sensing noise that led to inappropriate anti-tachycardia pacing (atp). Impedance tests, isometrics and pocket manipulations were performed and were unable to provoke any lead noise. During the surgical procedure, it was noted that the lead was fractured. The patient¿s superior vena cava was lacerated by the lead extraction sheath. The patient lost blood pressure, invasive ventilation and cardiopulmonary bypass were used but the patient passed away.